Manufacturer narrative:
Unit received stuck in blank-flashing white lcd with audio beeps due to cracked lcd controller on pcba 1. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to blank-flashing white lcd. Unable to verify missing segments/partial display due to blank-flashing white lcd. No belt clip received with unit. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover and pillowing keypad overlay.

Event description:
The customer reported that the insulin pump had partial display and screen was white and it did not stopped beeping. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.